Manufacturer narrative:
The device was not returned for evaluation although three requests for product return were made. No imaging was received to assist with the investigation. The sales representative advised that the graft might not be available for return. The sales representative stated that the problem was that the device was twisted in the sheath so they had deployed it on the back table after. A review of the device history record (DHR) found that the work order for lot ac1097149 appears complete and correct and the quality control inspection was verified to ensure that the device passed inspection. There were no non-conformances raised or temporary deviations in place at the time of manufacture. There are a number of processes and checks in place at wca to ensure that the graft is loaded in the correct orientation within the delivery system. The investigation concluded that the complaint device was manufactured to specification. The instructions for use supplied with this device was reviewed and it contains appropriate warnings, precautions, and instructions for use of the device. A definitive root cause could not be determined from the investigation. Possible root cause(s) are: inadequate design. Operator error valve twisted during transfer into sheath. A notification of this event was provided to manufacturing.

Event description:
When they put the device over the patient's abdomen to orient it, they could tell that the contralateral gate was twisted within the sheath. The device was not used. The procedure was successfully completed with another device of the same type.

Event description:
When they put the device over the patient's abdomen to orient it, they could tell that the contralateral gate was twisted within the sheath. The device was not used. The procedure was successfully completed with another device of the same type.